Event description:
The customer reported to the local philips customer care center that the ac power module was not working. The unit failed to power up on ac power.

Manufacturer narrative:
(B)(4). It was evaluated locally by the customer. Given the information provided by the customer, the philips customer care center determined that the ac power module had failed. The customer ordered a new ac power module to resolve the reported issue. The unit remains at the customer site with the new module installed. As of 12/10/2010, there have been no further failures reported from this customer site regarding this issue.